Event description:
As reported, approximately 10 years after initial implant, the 53 y/o female patient was revised. The patient was revised for aseptic loosening.. Devices not returning as they were retained by the patient. No other information available at this time.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation. (D11) concomitant device(s): - trapezoid tibial tray sz 1f/2t, 2f/2t, (cn: 204-04-22, sn; (B)(6) optetrak hi-flex tibial insert, sz 2, 9mm (cn: 244-22-09, sn: (B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): trapezoid tibial tray sz 1f/2t, 2f/2t , (cn: 204-04-22, sn; (B)(4)). Optetrak hi-flex tibial insert, sz 2, 9mm (cn: 244-22-09, sn: (B)(4)).

Event description:
Revision of a right knee - reason not reported. This is a female patient initial implanted on the right side on (B)(6) 2009. Femoral and tibial components were removed and revised on (B)(6) 2019. Patella looks to have not been removed.